Event description:
While reviewing the programming history for the generator noted in manufacturer report # 1644487-2011-01010, it was noted that the patient was found to be at settings indicative of a faulted diagnostics test upon initial interrogation of the patient's vns generator. At the previous office visit on (B)(6) 2007, it was noted that a faulted generator diagnostics test occurred that likely resulted in the unintended settings change. A final interrogation was not performed. The unintended settings were corrected at the next visit. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Method: analysis of programming history.